Event description:
It was reported that froze on wire occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the device got stuck with a non-boston scientific guidewire. It was difficult to remove during deflation after a high-pressure inflation was performed (above rbp), but it was able to be removed after a while. The procedure was completed with a different device. There were no patient complications reported.